Event description:
The customer reported that they were having issues with the paddles and requesting a new paddle set. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.